Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was getting the message that the neurostimulator (ins) could not provide desired settings when he was trying to adjust intensity up. The patient pressed the up button to where he couldn't go up anymore and the patient was not feeling stimulation. The manufacturer's representative (rep) indicated that she thought that the value was 2.6ma where screen 59 was displayed but wasn't sure typically the patient goes up about 5ma. The patient had two groups a and b. The rep stated that she programmed b to reduce contacts and increase the recharge interval. At that time the electrode 8 showed the "avoid" status in the impedance results and the value was over 15000 ohms. The rep also removed electrode 8 from programming at the time of the previous appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that it was unknown if programming resolved the issue. The patient was trying new programs that were set up by the rep on (B)(4) 2018 that used fewer electrodes. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient met with the rep on (B)(6) 2018 because they were having to charge frequently. The rep added a group b, which had 2 programs with settings the patient had with their previous ins (which had been replaced due to normal battery depletion). After adding group b with the two programs there was a "settings not available" message that appeared when the intensity was set around 3.4-3.6 ma. It was confirmed they could increase and decrease normally on group a, and when the ins was interrogated with the tablet they did not see an out of range (oor) message. The programmed settings were provided: group a program 1: 0+ 1- 2+ 3- 4+ 5- 6+ 7- 450 pw, 80 rate, 4.2 ma. Group a program 2: 8+ 9- 10+ 11- 12+ 13- 14+ 15- 450 pw, 80 rate, 4.2 ma. Group b program 1: 0+ 2- 4+ 6- 300 pw, 80 rate, 3.4 ma. Group b program 2: 8+ 10- 12+ 14- 300 pw, 80 rate, 3.8 ma. When group b program 2 was increased from 3.8 ma to 4.0 ma, an oor displayed on the tablet. Impedances were checked and there was an electrode pair with an impedance >4000 ohms. The following electrode impedances were provided: ref 0 - around 1000 ohms, ref 6 - around 1000 but 0, 1, 2, 3 are around 2000, ref 10 - around 1000 or less, ref 14 - around 1000, and contact 8 was showing "avoid" and 0-8 pair was 15250. Technical services suggested moving the electrode configuration for the group b programs down one electrode so programming would be on 1, 3, 5, 7 and 9, 11, 13 and 15. This then made it possible for the rep to increase and decrease intensity without getting an oor. It was also suggested to try increasing the pulse width in order to lower intensity and to remove any electrodes with elevated impedances from the programming. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Adverse event was added as the event is both a product problem and adverse event. If information is provided in the future, a supplemental report will be issued.